Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection via the naked eye, the green coil cap was noted separated from the housing. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate was found to be separated. The malfunction was further described as a loose coil cap. The device was compounded with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.